Manufacturer narrative:
Device analysis: visual examination of the returned device found that the stent had been deployed and was not returned. A white crystalline material was visible on the catheter shaft inside the valve body, the proximal clear outer sheath and distal to the middle to distal bond. The material could also be seen proximal to the stent outer bond. A strong resistance was met when an attempt was made to retract the outer sheath. This resistance was most probably due to the white crystalline material observed on the device. A review of the manufacturing documentation found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the reported complaint was not able to be determined.

Event description:
This complaint is not reportable based on the returned device analysis completed in 2008. It was reported that during a carotid stenting treatment procedure, deployment resistance was encountered. A carotid wallstent monorail 10.0-37 had been advanced to an unspecified carotid location. During deployment, the physician encountered resistance, but was able to deploy the device. There were no patient complications reported with the patient's current condition listed as "good". The returned product analysis revealed a white crystalline material on the device.